Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has ineffective stimulation coverage. The sjm rep found several invalid contacts. The rep was unable to successfully reprogram. Follow-up determined the lead was removed and replaced. The pt is receiving effective stimulation coverage.